Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2010. The resolution clip device was positioned at the site of the polyp; however the physician was unable to advance the clip out of the sheath. A second resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2010. The resolution clip device was positioned at the site of the polyp; however, the physician was unable to advance the clip out of the sheath. A second resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and the clip assembly was located inside the over sheath. Functionally, the clip assembly was exposed by pulling the over sheath back by hand. The device was then actuated and the clip assembly deployed. The most probable root cause has been determined to be operational context as evident by the sheath grip being detached. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).